Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow up, there was no capture on the left ventricular lead. Reprogramming was performed. Patient was in a stable condition.